Event description:
Boston scientific crm received information that this dextrus atrial lead dislodged. In a revision procedure, the lead was removed from service and replaced by a new lead. No adverse patient effects were reported.